Event description:
Amsino - amsure urinary drainage bag (B) (4) mfg in (B) (4) for: (B)(4). (B) (4), USA http://www.amsino.com (B) (4)- spoke with (B) (4), qa dept. (B) (4) was notified of amsino's drainage bags were not draining adequately into drainage bag itself and causing recurrent uti's -urinary tract infections- and urine escaping from a suprapubic stoma of a pt/client. Thus causing the urine to contaminate his decubitus ulcer to his buttock. The client has been on antibiotics both oral and intravenously on several occasions. Client is a quadraplegic from a motor vehicle accident-(B) (6)-. (B) (4) insisted I send the bag in use. On 06/14/2010, I sent not only the one in use, but a new one as well. Every new bag used was defected, and not draining properly. The bags in use were sent obtained from the client's dme company or from my companie's dme company. I have requested my company to purchase a different manufacture for this product. In order to drain the urine in the tubing I had to open the closed system to allow air in to drain out the urine form the tubing. Or had to beat the area where the end of tubing goes into the urine bag itself. If any additional info is needed, please contact (B) (6), rn. Dates of use: (B) (6) 1985 - (B) (6) 2010. Diagnosis or reason for use: suprapubic stoma. Event reappeared after reintroduction: yes.